Manufacturer narrative:
The device was returned for detailed analysis. Upon visual inspection, it was noted that the balloon was not folded, suggesting that the balloon had been exposed to positive pressure. According to the mustang specification, the rated burst pressure for this device is 14 atmospheres. The returned device was connected to an encore inflation unit. During testing, positive pressure was applied, and leakage of di water was observed from a pinhole in the balloon, located approximately 18mm proximal to the distal markerband. A thorough visual inspection of the markerbands revealed no abnormalities. Additionally, a combined visual and tactile examination of the shaft identified no kinks or damage. Similarly, a visual and tactile assessment of the tip confirmed the absence of any damage.

Event description:
Repotable based on the device analysis completed on 29apr2025. It was reported that the balloon failed to inflate. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon expansion did not function as intended. Attempts were made to inflate the balloon two to three times at approximately 12 atmospheres of pressure. There were no patient complication as a result of the event. However, device analysis revealed balloon pinhole.